Event description:
Dr inserted a solid-backed vitalock cup and the enclosed p2 insert. The insert demonstrated a significant amount of toggle. Dr was careful to make sure that there was no loose or soft tissue surrounding the cup that might prevent its full seating. After attempting many times to impact the p2 liner to assure full seating, he requested another p2 insert. The second insert was impacted and had less toggle. There was no adverse consequence for the patient or delay in surgery or anesthesia time.